Manufacturer narrative:
Follow-up #1 date of submission 10/26/2015-product analysis:the device was returned and evaluated by product analysis on 10/12/2015 with the following findings:review of the pump¿s black box revealed related alarm. A pump case crack was observed. Investigation duplicated a battery life issue with an external power supply. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, the force sensor pins were not seated properly.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.